Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not functioning properly. The customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the slowness issue in pyxis. A technical support specialist (tss) investigated intermittent connectivity issues where the station remained unstable in remote smart service (rss) and repeatedly entered a grayed out or disconnected state, including after logging off the carefusion application. Station logs were reviewed and no errors were found. The tss attempted to restore connectivity through carefusion admin mode, during which the disconnected icon continued to appear. Disk space on the c: drive was cleared to 5 gb, and high memory usage was traced to x.agt.exe and was confirmed by the hospital to be antivirus software and could not be disabled. The station database was verified to be within a healthy size. Findings were communicated to the customer, no further issues were reported, and the case was closed. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not functioning properly. The customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.